Manufacturer narrative:
(B)(4): it was reported that a concurrent surgical procedure performed was dilation and curettage.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 concurrently with dilation and curettage of uterus, hysteroscopy, and cystoscopy in order to treat post menopausal bleeding, stress urinary incontinence, and endometrial polyps. It was reported that the patient underwent a total abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2009 for endometrial hyperplasia with atypia following postmenopausal bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced chronic vaginal pain, lower abdominal pain, bladder leakage, recurrence, and dyspareunia. (B)(4).